Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with broken reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained and cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump may have been pressed against something. No further information reported.